Event description:
Patient reportedly obtained a result of 4.2 inr, on the coaguchek xs system, within 4 hours of being tested on an unspecified laboratory system which reported a result of 3.0 inr. Patient did not modify therapy based on the coaguchek xs system result. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
Aspirin - asku: duration of therapy was described as "15-20 years" atorvastatin - asku: duration of therapy was described as "less than 1 year" it is not known if the initial reporter has or intends to report the event to FDA.